Event description:
The hacp reported the patient was experiencing increased spasticity on 2004. A side port access was not possible. The patient had no response to a bolus of drug. The pump and catheter were replaced. The patient outcome was not reported.